Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. This time cutout of the lag screw was found. It is unknown when the cutout occurred. The patient has felt pain but is able to walk. Revision surgery to tha was performed on (B)(6) 2019.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. This time cutout of the lag screw was found. It is unknown when the cutout occurred. The patient has felt pain but is able to walk. Revision surgery to tha was performed on (B)(6) 2019.